Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and battery out limit. The insulin pump was exposed to the rain. They could not clear the alarm because the buttons were unresponsive. Customer's blood glucose level was 117 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with act button unresponsive due to corroded keypad traces. Unable to verify failed battery test, battery out limit or perform the self test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No moisture damage found inside the pump. The insulin pump was cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.